Manufacturer narrative:
(B)(4).

Event description:
It was reported that two days post implant, the right atrial lead exhibited high capture thresholds and ventricular stimulation due to dislodgement. The patient was asymptomatic to the event. The lead was explanted and replaced. The patient's condition was stable post procedure.